Manufacturer narrative:
Continued from medical products: metal stent, unknown manufacturer or reference part number. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire was visually examined and there was coating folded over itself and accordioned 5.4 cm to 5.5 cm from the distal end with core wire exposed at 5.5 cm to 6.2 cm. The tip was bent starting at approximately 2.7 cm from the distal tip. Approximately 11.8 cm to 22.1 cm from the distal end is a section of bare core wire with a section of the coating hanging from the wire guide at both ends of the exposed wire. The wire guide is bent approximately 20.0 cm from the distal end. The wire guide has a few rough surfaces throughout the entire length of the wire guide, most notably at approximately 9.5 cm to 11 cm, 48 cm, 82.5 cm, and 94 cm to 102 cm from the distal tip. Another long section of rough coating was felt 158 cm to 180 cm from the distal tip with bends approximately 157 cm and 170.5 cm from the distal tip. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user: "prior to removing wire guide from holder, flush with 30 cc of sterile water." This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first...note: for best results, this wire guide should be kept wet, if applicable." This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat 2 calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. For no evident reason during the middle of the exchange, the wire split. Nothing detached and the physician was able to complete the procedure with this wire. Per email from physician: the area representative was in the room when this happened. The patient was not at risk at any moment, but what we saw was definitely very unusual. We were able to deploy a metal stent over that wire with no difficulties at all. Based on the picture provided, the coating damage started at the 12 cm silver mark. There was no reportable information at this time. The device was evaluated on 01/22/18 and there is coating damage at 5.5 cm, exposing the core wire.